Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted. In addition, the patient rash/allergies have also subsided.

Manufacturer narrative:
Concomitant medical products: the patient's lead information is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described by the patient as a burning sensation) at the ipg site with stimulation turned on/off. The patient stated a rash also developed at the site. As such, the patient underwent surgical intervention wherein the scs system was removed.